Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es medapp was not launching. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the med application was not launching. A technical support specialist tried deploying knowledge article, placing shortcut manually on startup and tried replacing rss update agent folder and found there were two rss agents: 4.10 and 4.12. A technical support specialist tried uninstalling them, but 4.12 was not uninstalled. Several methods were attempted unsuccessfully. The system administrator was informed to reimage the device as windows had malfunctioned. The system administrator reimaged the device, and data synchronization was completed. The system functioned as intended after the system administrator resolved the issue.